Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose. The blood glucose reading was 607 mg/dl. Caller stated that the customer's insulin pump was alarming motor error. Nothing further was reported.